Event description:
Pt reported a hypoglycemic episode (blood glucose measured 22 mg/dl), with seizure, 2004. The paramedics were contacted, and upon their arrival, administered a glucose IV. Pt's blood glucose measured 192 mg/dl at the hosp. They were discharged the same day.